Event description:
It was reported that unpacking the device, the tip of the mach1 guide catheter was broken. Procedure outcome and patient status are unknown. Additional information has been requested.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.